Event description:
The customer reported that their device would intermittently fail to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The user interface and system controller pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated and the cause of the reported intermittent failure was determined to be the keypad domes located on the user interface pcb assembly.